Manufacturer narrative:
(B)(4). Concomitant medical products¿ vanguard anterior stabilized tibial bearing 12mmx63mm catalog #: 189022 lot #: ni, biomet cc I-beam tibial tray 63mm catalog #: 141221 lot #: ni, series a standard 3-peg patella 28mm catalog #: 184762 lot #: it is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the location of the devices remains unknown. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05876. Device location unknown.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to treat flexion deformity and extensor mechanism incompetence approximately 2 1/2 years following knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.